Event description:
Customer reported a patient with a history of anti-d that failed to react with cell#4 from 0.8% resolve panel a lot vra216 during manual gel testing. Sample reacted with other d-positive cells on panel, but lack of reactivity meant that definitive identification was not possible. No erroneous results were released. Patient in question had a history of anti-d and anti-d was confirmed on sample using selected cells from expired resolve panel a lot (4+ reactions obtained). No other antibodies were identified. Additional testing was performed with cell #4 from 0.8% resolve panel a lot # vra216 and found cell reacted 2+ with anti-d antisera. Customer further added that daily qc testing was performed and results were acceptable. All reagents were confirmed to have been stored appropriately. Visual appearance before use was normal.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).